Event description:
It was reported the patient experienced inappropriate therapy due to oversensing. A fracture was suspected. The lead was explanted and replaced. No further patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: distal conductor fractured; full lead analyzed. Corrected information - lead serial number corrected. Manufacture date corrected to 11may2005.